Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly multiple times over a period of three days. The customer's blood glucose level was in the 200's (mg/dl). The customer connected the pump to a power source to charge and the pump turned on. The customer had manual injections available as alternate insulin therapy.